Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot to touch while charging the pump. The customer's blood glucose level was 339 (mg/dl). A bolus via the pump and a manual injection were administered. Reportedly, the customer was concerned the pump temperature had adversely impacted the insulin quality. Review of the pump data logs by tandem technical support showed that the pump battery temperature was within the acceptable range and no temperature alarms were observed. A pump system check was performed and no device issues were identified.